Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that during surgery setup, instrument bedside unit went into medium priority alarm. The alarm was recovered and the unit was used in the surgery. Afterwards, the fse confirmed that the backup battery requires replacement. This was further confirmed by telemetry messages. The battery was replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.